Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 295mg/dl, 162mg/dl, 222mg/dl. Tests were done within <10 mins with a difference of 35%. Pt did not experienced any adverse events. No further info has been reported.